Event description:
A pt reported experiencing inaccurate erratic results using a lifescan meter. The pt's blood glucose results were 40mg/dl, 110mg/dl, 126mg/dl, 79mg/dl. Tests were done within <10 mins with a difference of 51mg/dl. Pt did not experience any adverse events. No further info has been reported.